Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 8/22/2014 - medical records received. Upon revision, clotty fluid, reactive tissue with tannish gray and grayish black staining, and moderate evidence of corrosion at the trunnion with black corrosion material were noted. The stem remained in situ, and a ceramic femoral head was impacted upon the stem after it was cleaned with a bovie pad. The existing MDR decision has been reversed and head and sleeve have been reported. This complaint was updated on: 09/04/2014.

Event description:
Asr revision reported via sales rep.asr xl.left.reason(s) for revision : loosening (cup).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.